Manufacturer narrative:
The product was received and the alleged complaint was verified. At this time a root cause has not been determined.

Event description:
It was reported by the sales rep that the bur broke off as the surgeon was drilling in a procedure. The piece fell into the surgical site and was retrieved through suction. There were no adverse consequences or add'l treatment required due to the bur breaking. The procedure was completed with a back up device.